Event description:
A 4.0mm diameter x 12mm length driver otw coronary stent system was inserted into a pt for the treatment of an unk lesion. The vessel morphology is unk. It is unk if the lesion was pre-dilated. It was reported that the physician was attempting to reach the lesion, but was unable to cross the lesion. The physician attempted to pull the catheter back into the guide when stent came off of the balloon in the guide catheter. The guide catheter was removed and a second guide catheter was placed to complete the case. No additional clinical sequelae were reported and the pt is fine. Evaluation summary: medtronic has received the device and its analysis has been completed. The tip of the device is damaged. The balloon of the device has been inflated, however, the returned stent, although damaged was not on the balloon during inflation. Both ends of the stent struts are damaged and lifting. One end of the stent is pinched and flattened.

Manufacturer narrative:
Other (lack of info, unk lesion morphology).